Event description:
In 06, a gore thoracic endoprosthesis was successfully implanted for the treatment of a thoracic aneurysm. Final angio revealed good device placement and no endoleaks were noted. At the 6 week follow-up visit, a CT scan detected a suspected type I distal endoleak. Images were sent to imaging services and a type I distal endoleak was confirmed in 2/06. After the physician consulted with the patient, the patient decided to wait before taking any further action.